Event description:
It was reported that the stylet was removed from the xience xpedition stent delivery system (sds) and the stent became stretched and dislodged from the balloon. Reportedly, it was "surprisingly" easy to pull on the tip of the stylet. There was no resistance removing the sds from the hooped packaging. The stent was manipulated by the user only after it had dislodged from the sds. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement and stent damage were confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information and returned device analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.